Event description:
A malfunction was reported on a customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged to send a replacement pump with updated software, ensured that training would be available through the customer's tandem source account, and provided instructions on returning the malfunctioning pump. The customer was informed about the steps to take upon receiving the new device and acknowledged understanding of the instructions provided.